Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was performing a second surgery to remove hardware that had been implanted (B)(6) 2018. The second surgery was taking place due to painful hardware. When the surgeon tried to remove three screws from the patient the head broke off of each of the screws. The bodies of the screws were left in the patient. The heads that broke off of the screws were removed from the patient. The surgeon was using a screw driver by hand for the removal. The screw part numbers are: ar-8740-38pts, ar-8740-40pts, ar-8740-42pts. The body of the screws were left in the patient and only the heads of the screws, which broke off, were explanted. The heads of the screws are not available to return for evaluation.